Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 fse reports ICU patient on telemetry. Patient was being monitored on xhibit_1 in cmu (central monitoring unit) then moved to xhibit_2. Reported in patient death.

Manufacturer narrative:
The device historical data was analyzed and found no record of bed 4026a. The fse went on-site to test all products referenced in the reported event in accordance with the performance test listed in the service manual. Testing could not be completed because the biomed director deemed it unnecessary. Due to the lack of information, no further investigation is possible. This record will be re-opened if additional information becomes available. This report is complete, and this particular issue is considered to be closed. H3 other text : placeholder.